Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Data logs were reviewed and it was confirmed that the placement signal not reliable alarm triggered on 10/21. At this time alarm 1054 triggers and pap and cvp rail indicating an optical signal issue. As for the 5s parameters, snr drops to zero, contrast drops but the amplitude increases, lamp was already at 100%, so it remains there, light drops initially but becomes variable, and gain increases. The psnr alarm remains active through the rest of the case. The behavior of the 5s parameters show characteristics of both an air gap and fiber break, without a clear distinguishing factor that would suggest one over the other. Clinical details do not provide any clear evidence for the cause of the complication and product was not returned for investigation. Due to limited clinical details and data logs not showing a clear optical failure pattern, the root cause of the optical signal issues could not be determined. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had a rp flex support ongoing for a patient admitted in post coronary artery bypass graft. The pump lost placement signal after 3 days of support. The pump remained on for support despite the loss/malfunction. No report of patient harm or injury.